Event description:
Spontaneous call device malfunction sn: (B)(4), system failure, call for service. Back up started to work. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury?- no. If yes, was any medical intervention provide? Please explain. Is the actual advice available to be retuned for investigation?- yes did we replace device? - yes. Reported to (B)(6) by: patient/caregiver.